Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 44 mg/dl while wearing the pod. Once at the hospital the patient removed their pod. The patient was diagnosed with hypoglycemia-induced neurogenic-type pulmonary edema. The patient was treated with intravenous dextrose and lasix. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.